Event description:
It was reported "single lumen PICC is leaking at connection between PICC hub and needless connector." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed twenty-two other similar product complaint(s) from this lot number.